Event description:
Using saf-t holder device wtih male luer adapter to draw blood. When placing thrid vacutainer, nurse noted sucking sound and no blood visualized. Inspection revealed that device had broken off into microclave.